Event description:
The customer reported two instances of video cut out during a procedure involving an olympus video system center. No patients were involved.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The fse found no blemishes or cuts in the video cable and confirmed the connectivity of the cabling on the back of the unit was correct without any damage or looseness. The subject device will not be sent back to olympus for further evaluation and repair.